Event description:
The complaint was reported by a customer from the us. Delivery issue.

Event description:
The complaint was reported by a customer from the us.delivery issue.

Event description:
The complaint was reported by a customer from the us. Delivery issue.